Manufacturer narrative:
A lot history record review was completed for lots 25120267, 25120318 and 25120400 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device was opened and the lower jaw was bent. The device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
January 12, 2016 01:59 pm (gmt-5:00) added by (B)(6): please neglect the previous statement. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4). January 12, 2016 10:53 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device was opened and the lower jaw was bent. The device was used to complete the procedure. The hospital did not report any patient effects.